Event description:
It was reported about a peek multifix s ultra 5.5mm knotless anchor that during a shoulder procedure when the tape was being passed through the eyelet, the tip of the anchor broke inside the patient. All fragments were successfully removed using an arthroscopic grasper. The procedure was successfully completed with no significant delay using a back-up device and an additional bone hole. No patient injuries or other complications were reported.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A review of manufacturing records for the reported lot number: 2036945 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the product/print specifications found no discrepancies. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) tissue thickness. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.